Manufacturer narrative:
(B)(4). The actual sample was not returned for evaluation; however, a picture of the sample was available for review. The reported issue was confirmed; however, according to the crack observed in the cassette, it was determined that the defect was generated post-manufacturing. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The cause was undetermined.

Event description:
A customer contacted baxter to report a leak in a cassette. The leak was found after a check lines alarm displayed on the homechoice (hc) machine. Patient injury ad medical intervention were not reported, however patient as given antibiotics as a preventive measure. The patient was connected to the hc device at the time of the alarm.